Manufacturer narrative:
The OEM performed a device history record review and no abnormalities were found. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The subject device was not returned it was further reported the b30 error no longer displayed after the facility device inspection and the device is operating normally. Therefore, the root cause of the reported event cannot be determined. However, based on the investigation results, the probable cause of the can be attributed to when the scope connectors were used without adequate drying, or when foreign substances such as dust or the remainder of the chemical solution were attached to the electrical contact points of the scope connectors as stated on the IFU (instruction for use) and as a preventive measure, the user manual states: if the light source is soiled, perform the following cleaning procedure immediately after use. If cleaning is delayed, residual organic debris will begin to solidify, and it may be difficult to effectively clean the light source. The light source should also be cleaned routinely." Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device has not been returned for evaluation. The customer¿s complaint was not confirmed. No findings available. The cause could not be determined. No further information was reported. A supplemental report will be submitted if new information becomes available or the device is returned.

Event description:
The user facility reported that there was an issue where they received a b30 scope communication error on the device. There was no patient involvement. No additional information was provided.